Event description:
The patient reported that her interstim system has not helped with her target urinary symptoms since it was implanted. Patient has been seen by her healthcare provider (hcp) and nursing assistance multiple times for programming, but the adjustments have not helped. The patient indicated that they were " not messing with this damn thing anymore" when wanted to help with troubleshooting. Patient stated she could not be making trip to her hcp's office every time she needs to be reprogrammed, noting that she did not have the strength to make the trip. Patient stated that her managing hcp will not remove her system because she had a heart attack after her implant surgery in the beginning of (B)(6). Her hcp told her that the anesthesiologist will not touch her after hearing that she had a heart attack. The patient is seeking assistance from different hcp regarding system explant. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. There were no steps taken to resolve the lack of urinary symptom/heart attack. The patient said, "only medical doctor that put it in can get it out horrible" the patient said the heart attack was perhaps related to the device/therapy as it occurred five days after implant. No further patient complications have been reported as a result of this event.